Event description:
It was reported that a user experienced hyperglycemia of unclear cause while using the ilet system after a supply change, with the system reportedly reconnected 45 minutes before the call, and troubleshooting and education were completed. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and user education without hospitalization. Investigation included a review of the reported event details and device use context. Investigation of this case revealed no confirmed device malfunction or component failure and no identifiable device-related cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.